Event description:
It was reported the pt was no longer receiving stimulation and the ipg felt warm. An sjm representative met with the pt and reprogramming resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.